Manufacturer narrative:
Manufacturer evaluation of the data recorded in the instrument logs determined that the instrument functioned as designed in the period between 20 january 2017 and 30 march 2017. The root cause for sub-optimal processing of the tissue in 40 cassettes from the processing run started at 10:30am on 19 january 2017 could not be determined, because the information required to conduct investigation of the circumstances involved in the event could not be recovered from a failed hard disk drive, which had been replaced after completion of this processing run. Although sub-optimal tissue processing was reported in a total of 150 cassettes derived from one (1) processing run started at 10:30am on 19 january 2017 (40 cassettes) and one (1) processing run started at 11:30pm on 17 march 2017 (110 cassettes), manufacturer investigation indicates that it is likely tissue in at least 150 cassettes from three (3) processing runs executed between 8 march 2017 and (B)(6) 2017 was not processed. Information in the instrument logs suggests that tissue in at least 50 of 250 cassettes processed in each of the "factory 8hr xylene standard" protocols started in retort a at 14:37pm on 08 march 2017, at 14:59pm on 15 march 2017 and at 14:47pm on (B)(6) 2017 would have exhibited sub-optimal processing, as a consequence of a use error. Specifically, although a user with supervisor level access set the instrument default fill level to two (2) baskets on 20 february 2017, which allowed a maximum of 200 cassettes only to be processed in each retort, the "factory 8hr xylene standard" protocols started in retort a at 14:37pm on 08 march 2017, at 14:59pm on 15 march 2017 and at 14:47pm on (B)(6) 2017 each comprised 250 cassettes. As a consequence, the cassettes in the top basket from each of the "factory 8hr xylene standard" protocols started in retort a at 14:37pm on 08 march 2017, at 14:59pm on 15 march 2017 and at 14:47pm on (B)(6) 2017 would not have been covered by processing reagents for the entire 8 hour and 45 minute duration of the protocol resulting in the adverse impact on the quality of tissue processing reported. The leica peloris/peloris ll user manual contains the following warning: "never place three baskets into a retort when the instrument is configured with a two basket fill level. If this occurs, reagent will not cover the top basket and tissue samples will be damaged."

Event description:
Leica biosystems received the following complaint from a distributor representative: "error is popped up on screen i.e. Insufficient reagent check station contents and reagent fill level setting, retort a, bottle 3. However, user tech shared his concern as due to this type of error biopsy has affected. Please let us know what is the impact on biopsy due to this error if any." On 22 march 2017, the distributor representative provided the following specific details for this complaint: an adverse impact on the quality of tissue samples had been identified from two (2) processing runs comprising 40 and 110 specimens, which started at 10:30am on (B)(6) 2017 and 23:30pm on (B)(6) 2017 respectively; re-biopsy will be required for all 150 patients; the institution was not willing to provide an identifier, age or date of birth and gender for any of the patients requiring re-biopsy and re-biopsy of 60-80 patients had already been performed.